Manufacturer narrative:
(B)(6). The analysis results found that the device (a) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results of the device (b) found that it was received with the duckbill damaged as if the obturator had been inserted through the sleeve causing the deformation of the seal mechanism. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk, expiration date: unk, manufacturing date: unk,

Event description:
It was reported that during an unknown procedure, air leaked. An abdominal air pressure was 8mm. Rf probe, bipolar forceps, 5mm scissors, needle holder were used via these complaint devices. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(6). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.